Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported the readings were slow due to incompatibility. Attempted to replicate the customer's complaint using similar configurations samsung galaxy note 10, android 12, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible issue was reported with the adc device in use with xiaomi redmi note 12 with android operating system version 12 and app version 2.10.1.10406. The customer was unable to access their freestyle librelink account due to having an incompatible phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatible issue was reported with the adc device in use with xiaomi with android operating system version 12. The customer was unable to access their freestyle librelink account due to having an incompatible phone. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.